Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts at the distal end and at the mid-section were damaged, distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 38mm in length, concentric, de novo target lesion was located in the severely tortuous, severely calcified, and 3mm in diameter right coronary artery. A vl 3.5 7f guide catheter was placed. After a non bsc guide wire crossed the lesion, a 3.00x38mm promus element plus stent was advanced but was unable to cross the lesion despite attempts for approximately 45 minutes. It was then noted that the stent was damaged. The device was removed and the procedure was completed using a non bsc stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 95% stenosed, 38mm in length, concentric, de novo target lesion was located in the severely tortuous, severely calcified, and 3mm in diameter right coronary artery. A vl 3.5 7f guide catheter was placed. After a non bsc guide wire crossed the lesion, a 3.00x38mm promus element plus stent was advanced but was unable to cross the lesion despite attempts for approximately 45 minutes. It was then noted that the stent was damaged. The device was removed and the procedure was completed using a non bsc stent. No patient complications were reported and the patient's status was stable.